Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and there were 525 ventricular sics over a period of ninety days. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported the patient presented to the clinic with complaints of intermittent dizziness. Episodes of noise were observed on both the atrial and ventricular leads that can be reproduced when the patient lies on the implant site side and with left arm movement reaching across the chest. Noise is seen in both bipolar and unipolar configurations. Sensing integrity counter (sic) was also observed. The patient had recently started strenuous weight lifting and has a left pectoralis muscle tear. Atrial lead sensitivity was reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.